Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The proximal section of the stent was stretched proximally, resulting in a total stent length of 24mm. Struts were misaligned and the tip was slightly flared. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed, the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(4) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. After pre-dilation with a 3.0x15mm maverick balloon, the physician advanced a 3.5x20mm promus element stent to treat the 90% stenosed target lesion located in the severely calcified and moderately tortuous left anterior descending artery but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.